Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: air leak. The customer reported that after the system had been primed, an air bubble was noticed in the infusion line. The nurse flushed the line to clear the bubble. Upon placing the infusion port into the eye and attaching the infusion line, the surgeon noted a 1 inch bubble enter the eye. The surgeon reported, there was no injury to the pt, the bubble was removed and the procedure was completed. Additional info has been requested.